Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user states he has an external battery that is starting to fail. He states he took this one apart trying to fix it. He states one of the wires was broken and sparking.